Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post successful implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode reportedly dislodged. The following day, the electrode was successfully repositioned and secured with a three incision technique. The patient exhibited no adverse effects and all system measurements post revision were normal. To date, the electrode remains implanted and in service.